Event description:
The customer reported failed reproducibility on hemoglobin (hgb) on a coulter ac·t diff 2 analyzer. During troubleshooting, the customer discovered about 4-5 drops of clear fluid contained behind the front door and requested service. The customer was wearing gloves, goggles, and a laboratory coat at the time leak was noticed. There was no biohazard exposure to mucous membranes or open wounds. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) did not observe any active leak and did not find any malfunction that would have caused a leak. He inspected the hgb lamp; it appeared to be functioning, and he replaced the hgb lens and adjusted hgb gain (as part of the replacement procedure) to resolve the hgb reproducibility issue. The fse ran reproducibility and all parameters passed, and quality controls (qc) were all within range. (B)(4).